Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was likely due to the operator selecting the incorrect program for the sealing operation during manufacturing. A corrective action has been initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial implant surgery it was noticed that a stem device was not vacuumed sealed on the internal portion of the packaging. Surgery was completed using another stem, no harm or injury to the patient. Additional information was requested, however none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information available at the time of this reporting.